Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was charged and was perpetually rebooting. The receiver was opened and the ui pcba was detached to perform a download. The log was downloaded and reviewed finding errors related to the complaint. The receiver case was opened and the internal inspection passed. Functional testing was unable to be performed due to perpetual rebooting. The allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon was displayed on the receiver. No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.